Manufacturer narrative:
(B)(4). (B)(6).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Low hemoglobin the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that after an unknown procedure, the surgeon had the feeling that the device didn`t staple in a normal way. But at the end of the surgery, everything was normal. After one week that patient had to be hospitalized, due to a bleeding and hemoglobin low levels. Additional information has been requested.